Event description:
A report was received that a patient was explanted as they were not using the system and had developed headaches. The patient is reportedly doing fine.

Event description:
A report was received that a patient was explanted as they were not using the system and had developed headaches. The patient is reportedly doing fine.

Manufacturer narrative:
Additional information was received that the headaches were not device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inch stylet. The explanted devices were not returned to bsn as they were discarded by the medical facility.